Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage at the detection point of the foreign material was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the light cover glass was cracked, the light cover glass adhesive was worn, the optical cover glass was chipped, the optical cover glass and distal end adhesive were worn, the air/water housing and aspiration color ring were worn, water ingress was found at the scope connector, a misty image, the angle was out of specs and had play, the water flow and water removal were out of specs, and the system failed an electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during the reprocessing of the evis lucera elite colonovideoscope, the bending angulation failed. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the air-water nozzle was blocked with foreign debris. This report is to capture the reportable malfunction of the inadequately cleaned nozzle noted at estimation.